Event description:
The manufacturer received information alleging device complaint related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of device complaint related to a bipap device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022. Section b4 has been updated/corrected in this report.

Manufacturer narrative:
Additional information was received on july 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging they cannot sleep without their device and need the complaint prioritized are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a brown unknown contaminant on the bottom enclosure. An unknown contaminant was observed on the bottom enclosure. The blower and blower box show evidence of liquid ingress with potential mineral deposits. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. During the investigation of the humidifier, hair-like particles were observed in the bottom enclosure and dry box. A dark unknown contaminant was observed around the iso port. Manufacturer observed a thermal mark on the heater plate. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.